Manufacturer narrative:
Onsite investigation was conducted by a technical field specialist (tfs). The tfs was able to reproduce the customer reported issue and verify it via logs. The illuminator was replaced to resolve the issue. Isi received the device involved with the complaint and completed the device evaluation. Failure analysis confirmed reported issue. The illuminator did not power on during start up. The fuse was good. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that upon the start of a da vinci assisted surgical procedure, after port placement, the illuminator did not power on when the system was powered on and an error 297 appeared. The customer attempted to replace the lamp module but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of any patient harm, adverse outcome or injury.